Event description:
It was reported that there was an abnormal image, while using the us-scope / us-probe, found during preparation for a diagnostic echography procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint an abnormal image, while using the ultrasound-scope / ultrasound-probe was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following are included in the instructions for use (IFU): warnings and cautions - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Precaution for disappeared or frozen endoscopic image. - do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.